Manufacturer narrative:
Product analysis: at analysis it was noted that there was evidence of non-manufacturer personnel disassembling and reassembling the device (all case screws, all printed circuit board screws and all liquid crystal display screws were loose and the display frame boss was stripped). Analysis was unable to confirm the customer comment that the device did not work, it passed all incoming tests however it was noted that both output connectors were broken, the upper case was contaminated and both wires on the liquid crystal display were pinched (though the insulation was not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the generator "doesn't work." It was indicated that no further information is available. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.